Event description:
During a coronary artery bypass graft surgery, the seal was stitched in when completing the anastomosis. The surgeon took down the anastomosis completely and completed the procedure using a side biter clamp. No patient complications were reported.